Event description:
It was reported that a patient underwent a balloon kyphoplasty procedure (bkp) to treat a compression fracture t9 and t12. It was reported that "cement leakage was observed to spinal canal by the images at intra-op but the patient was asymptomatic." The patient was discharged two days post-op. No other complications were reported.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.